Event description:
As a unit has not been returned for analysis, a product investigation could not be carried out. Therefore at this time co cannot determine the root cause of the complaint reported. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. Four factors have been identified through ongoing testing and clinical follow-up that increase the likelihood of perceptible increases in the forces required to withdraw the balloon from a deployed taxus stent. These are, the radius of curvature of the treated vessel segment, the degree of balloon deflation prior to withdrawal, the lesion preparation, and finally sub-optimal stent deployment. An extensive ongoing analysis is being performed to determine whether there is any correlation between the manufacturing elements, i.e. Process, materials, personnel, equipment, etc. And the units have been identified through complaints as being difficult to withdraw from the stent. To date, there has not been any correlation identified. Preliminary analysis indicates that all of the units have been manufactured to specification and met all release criteria. Boston scientific recommends adequate pre-dilatation and preparation of the lesion to increase the chances of optimal stent deployment, the use of suitable dilatation pressure to ensure proper stent deployment, physicians should strive for a 1:1 stent to artery ratio, balloons should be fully deflated prior to withdrawal and this should be confirmed under fluoroscopy. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a catheter shaft fracture occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The patient refused surgery. The physician performed ablation using a rotoblator 1.5 mm burr to the mid section of the vessel with two cutting passes. The rotoblator was removed. A bmw wire was advanced and voyager 2.5 x 20 mm balloon was advanced and inflated to 6 atms for 25 seconds, 12 atm for 30 sec, 14 atm for 1 min, 15 atm for 1 min, 15 atm for 20 sec and 15 atm for 45 seconds. The voyager balloon was removed and a maverick 2 2.5 x 20 mm balloon was advanced to the rca and inflated to 15 atm for 1 minutes, 17 atm for 1 min and 17 sec, 30 seconds x 3, 2 atm for 5 sec, 5 atm for 15 sec and then removed. A maverick2 3.0 x 20 mm balloon was advanced and inflated to 8 atm for 30 sec, 14 atm for 30 sec, 6 atm for 30 sec x 2, 15 atm for 30 sec x3 and removed. The physician then deployed a taxus express2 3.0 x 32 mm drug eluting stent distally at 8 atm for 20 sec, 16 atm for 30 sec x2 and 17 atm for 20 sec. A portion of the lesion still required stenting so a second taxus express2 3.0 x 32 mm stent was advanced but was unable to reach the desired site so was advanced as far as they could and deployed at 10 atm for sec and 18 atm for 35 sec. It was difficult to reach the site, but a third taxaus express2 3.0 x 20 mm stent was deployed between and overlapping the first two stents at 16 atm for 30 sec, 14 atm for 15 sec, 15 atm for 20 sec. The balloon was deflated but would not come out of the stent. They noticed a small amount of dye in the balloon but there was flow around the balloon and distally. Through much effort and force the balloon came free, but the catheter shaft separated at the aortic arch. They retrieved the balloon by advancing a powersail 2.5 x 28 mm balloon. At some point the patient threw a clot and there was damage to the 3rd cranial nerve causing a problem with the eyelid. No other complications were reported. Patient was given heparin and reopro during the procedure.